Manufacturer narrative:
(B)(4).

Event description:
This rv lead was capped and replaced due to noise. No adverse patient events were reported.

Manufacturer narrative:
5/21/18 - this patient received inappropriate shocks due to oversensing.the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.